Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
During a stomach resection procedure, (a very complicated procedure removing wide spread/ingrown cancer in the abdominal area), the staples on the specimen side were not formed. On the side of the stomach the staples were perfect. Not noted how case completed. Np pt consequence.